Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the filter tubing that was connected to a bard broviac catheter was noted have leaked lipids and blood was backing up into the tubing. The rn clamped the broviac and changed the filter tubing. The patient previously had a head us (cranial sonography) procedure which may have attributed to the leak. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.